Event description:
Explanting physician reported "right side prosthesis with signs of intracapsular rupture. In the right armpit a palpable nodule of 14mm in relation with probable simple cyst and less probably with axillary siliconoma via ultrasound." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued h.6 (health effect - impact code): f15. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported "right side prosthesis with signs of intracapsular rupture. In the right armpit a palpable nodule of 14mm in relation with probable simple cyst and less probably with axillary siliconoma via ultrasound." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). Cyst-ndr : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.